Event description:
Defective product - blood leak - customer claims that there was visible blood leaking from the top of the dialyzer. The patient was located in the ICU and lost approximately 400cc's of blood. The nurse did not seem to think it was because of the faulty set, but she was not 100% sure. The machine alarmed with a blood leak alarm. This happened at the beginning of the treatment. The patient's hematocrit level was 18.7. The machine blood flow rate was 350. The dialysate flow was 600. On the day following the event, the patient expired 2006. Clinical coordinator reported that the cause of death was multisystem organ failure and internal bleeding. According to the customer, there is no indication that the blood loss from the dialyzer blood leak contributed to the patient's death.